Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had their generator replaced in 2015, due to reported shocking. No further complications were reported/anticipated. See attached user facility medwatch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.